Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer experienced no recurring issue after performing a pump reset and was able to resume using pump normally; however, cts verified necessary steps to replace pump as precautionary measure.